Manufacturer narrative:
Initial MDR 1219913-2023-00186 was filed on 08-sep-2023. Additional information - 30-oct-2023 and 07-nov-2023: an outside the united states (ous) customer reported atellica im false-negative hcv samples as compared to alternate methods siemens has reviewed the findings of hcv testing at this facility. No root cause has been identified. No medical history of the patient was provided. Samples are not available to be tested in-house. Quality control (qc) and calibrations were appropriate. It is possible that the patient has an old infection and titers of the antibodies have fallen below detection or there could be interfering substance. Siemens reviewed internal information to determine if a certain population may be more susceptible to any possible interferent. Additionally, siemens reviewed published literature to understand if antiviral medications could potentially impact immunoassay results. This review did not identify a possible root cause. System had extensive troubleshooting including incubation ring alignment, tip tray alignment, reagent probes and sample probe alignment, luminometer, pmt replaced and all tubing was replaced and system was decontaminated twice. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
The customer from outside the united states reports observation of a false negative result for a patient sample when running atellica im hepatitis c (ahcv), lot 440. The sample was repeated on the same analyzer and a similar result was obtained. The same sample was repeated on an alternate method and a higher result was obtained. The alternate method result was agreed with the confirmatory method (riba). The customer service engineer ran svk for both instruments, and both of them passed. They also checked the water station clearance, and it was good during the micro-chemical inspection. They also changed the tip lot number to avoid any variabilities. The interpretation of results section of the atellica im 1600 hcv instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
The customer reports observation of a false negative result for a patient sample when running atellica im hepatitis c (ahcv), lot 440. The initial result was not reported to the physician(s).the sample was repeated on the same analyzer and a similar result was obtained. The same sample was repeated on an alternate method and a higher result was obtained. The alternate method result was agreed with the confirmatory method (riba). There are no known reports of patient intervention or adverse health consequences due to the discordant, hcv result.